Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation, and the patient experienced a stroke. Post procedure, it was discovered that the patient had a neurovascular event, a stroke. There was suspicion during aortic access; however, it is not known when or what prompted the health care providers to check for a neurological event. The patient was reported to be alive and still in the hospital.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 03-apr-2025, additional information was received. It was reported that one transseptal puncture site was performed during the procedure. It was also confirmed that the patient required extended hospitalization. As such, the h 6. Health effect - impact code was updated with hospitalization or prolonged hospitalization (f08). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).